Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to the electrode belt ECG "a&b" cable being severely chewed on, damaging wires in the cable. The root cause for damaged cables was physical abuse. There was no adverse event that resulted from the damaged belt.